Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed a volume test during preventive maintenance. No adverse effects reported.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed scratched lcd lens, damaged battery compartment with one battery separator had fallen out, and worn dso and uso seals. Three accuracy tests were performed as part of the functional testing and the reported issue was duplicated. The expulsor was outside the manufacturer specifications. As a result, the expulsor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.